Manufacturer narrative:
The dealer advised that the injury was not a result of a device defect/malfunction. Rather, the incident occurred because the patient was left unattended. Since there was no malfunction, the patient continues to use the chair. It will not be returned to invacare for an evaluation.

Event description:
The dealer reported that while the patient was attempting to propel the solara3g wheelchair, his finger got caught in the wheel spokes, causing his finger to break. The dealer did not know if any medical treatment was provided.